Event description:
I purchased walmart brand hydrogen peroxide lens care solution thinking it was regular multi-purpose solution. I stored my lens in it as usual, in the regular case. I saw the special case but thought it was just a newer version that I didn't have time to make sure I didn't "pinch the lens" in the case. The next morning I inserted my lens directly into my eye. The burning was so intense, I couldn't open my eye to remove my lens. I immediately put my eye in the running faucet. It is a day later, my eye is swollen and very irritated. I am seeing a doctor this morning. I've tried an emergency eye flush, saline, ice, hot compresses. Nothing is helping I've had contacts for years. I'm obsessed with good lens care. The boxes look identical. Same colors, same location on the shelf. It wasn't until after I did it that I saw the side panel on the box that specifies the differences! I'm so upset and angered. I'm not a child or an inexperienced user of these products. This solution should be required by law to be in a completely different box and location on shelf. Outcome: unsure. Waiting to see doctor. Pt counseling provided: unk. Pt's age: adult (18-64 years). (B)(6).